Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the housing had a large hole in it and the wiring was damaged causing the toggle switch to malfunction, which confirmed the original complaint issue.

Event description:
Toggle switch may have a short in it, will engage all on its own, or if user is raising or lowering the elevate, it will keep going.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Toggle switch may have a short in it, will engage all on its own, or if user is raising or lowering the elevate, it will keep going.